Event description:
It was reported patient underwent a second stage revision of competitor product on (B)(6) 2013 and received biomet product and a competitor cup and liner. On (B)(6) 2013 patient was revised due to dislocation. The biomet head, competitor cup and competitor liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions."